Event description:
Information was received from the daughter of a patient reporting that the stimulator never worked for the patient and for all they know the patient had the device removed, extensions and leads included. Device removal was unable to be confirmed. No indications of patient harm was reported. Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.